Manufacturer narrative:
The tee probe involved in this incident was purchased by the hosp through a third party provider. No device history or service data was provided. Contact was made with the hosp risk mgr who advised that the device will not be made available for eval and the pt condition will not be disclosed.

Event description:
It was reported that a portion of the transducer was missing following a tee exam. Pt had immediate endoscopic procedure to locate/remove material. The condition of the pt is unk.